Event description:
Device evaluation: the device was received by the manufacturing facility for evaluation. Traces of radio opaque solution was detected inside the inflation lumens but the lumens were not occluded therefore inflation/deflation tests of the balloons could be performed and no issues were detected. A kink was noted close to the proximal balloon proximally. The proximal balloon was inflated by water at 10 mm. The shape of the balloon while inflated was deformed from 0° to 90°. The balloon portion opposite to the lumen side appeared over-dilated. A deflation test was performed in order to check the performance of the device, and no issue were detected. No other abnormalities were detected on the device.

Manufacturer narrative:
Results: root cause of the event may be procedural and/or operational related.

Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device when it was noted that the balloon would not deflate when needed. The device was inspected prior to use and negative preparation was performed with no issues detected. It was reported that the balloon of the device did not deflate until the device was removed from the cca. It was also reported that they experienced inflating problems and that the balloon inflated in a bizarre fashion and somewhat eccentric. It was reported that a spider filter could not be crossed. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes: results: (based on limited information the root cause is undetermined). Conclusion: unable to confirm complaint (based on limited information the root cause is undetermined). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.